Manufacturer narrative:
Additional information was received that the proximal end damage was on the high impedance lead and that no wires were exposed on the lead.

Event description:
A report was received that the patient was experiencing loss of therapy due to excessively high impedances on one of the leads. The physician replaced both of the leads since the second lead was damaged during the procedure. Malfunction was suspected and there was a suspected lead break at the proximal end of the lead in the splitter head.

Manufacturer narrative:
Additional suspect medical devices components involved in the event: model: sc-2316-70 serial: (B)(4) description: infinion 70 cm lead kit; model: sc-3400-30 serial: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted leads and lead splitters were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of therapy due to excessively high impedances on one of the leads. The physician replaced both of the leads since the second lead was damaged during the procedure. Malfunction was suspected and there was a suspected lead break at the proximal end of the lead in the splitter head.